Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter use was discontinued because there was a white residue near the tamper-evident seal.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 2758j12 and manufacturing lot number ngjw0148 and batch number mykr3307. The third and fourth photo provides an enlarged view of the catheter inlet tube sample port, confirming the foreign material. Received 1 all silicone foley catheter with sample connector and packaging label. Verified material number 2758j12 and manufacturing lot number ngjw0148 and batch number mykr3307. Visual inspection noted foreign material on inlet tube above the sample port. This does not meet specification which states " product or assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm or 1 of 16 in length per tappi dirt estimation chart (maximum 3 particles per side or surface)." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" environmental, alcohol, operation error". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter use was discontinued because there was a white residue near the tamper evident seal.